Event description:
It was reported the pt experienced prolonged hospitalization due to significant post-operative pain over his entire body. It was also reported a sjm representative was able to achieve effective stimulation during post-operative programming; however, the post-operative pain did not resolve. It was later reported that although the pt was still experiencing sensitivity in his groin and abdomen, he was continuing to improve. Follow-up identified the scs lead was repositioned on (B)(6) 2013, due to the surgeon believing the pain was due to the scs lead pressing on a nerve.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.